Event description:
Health care professional performed a blood glucose test on a pt. Results was 566mg/dl, a lab was run and the result was 260mg/dl. Insulin was taken. One hour after the lab the pt's blood glucose was taken again and the result was 338mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.